Event description:
Philips received a complaint regarding the heartstart mrx, indicating an external handle failure. There was reportedly no patient involvement. The device's external handle failure was confirmed during routine self-check. However, upon conducting a subsequent self-inspection using the test load, it passed without any issues. The device's external handle failure was resolved through self-inspection, testing, and evaluation, restoring the device to full functionality. It has been concluded that no further action is required at this time.